Event description:
It was reported that a follow-up call was made to check on the patient¿s blood glucose levels. The patient stated that they were doing better but had experienced a hypoglycemic event. The patient reported that they did not follow previous instructions to disconnect the device and instead took 5 units of insulin while the device remained connected and then ate. The patient¿s blood glucose subsequently dropped to 65 mg/dl. The patient stated that they ate to correct the low and their blood glucose increased to 85 mg/dl. The patient confirmed that their blood glucose levels were affected, with a lowest reading of 65 mg/dl. The low blood glucose level lasted for approximately one hour. To address the event, the patient took 5 units of insulin while still connected to the device and consumed food. No ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention or any additional assistance. The patient reported not feeling well during the event but did not report more severe symptoms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.